Event description:
The customer reported via the sales rep that the exeter stem introducer was bent. It is further reported that the introducer was bent upon opening the package and the patient had cement in the femur. It is further reported that another unit was used to complete the procedure with no adverse consequences.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.